Event description:
It was reported that the patient presented for a follow-up in the clinic with infection at the implanted device pocket site and skin erosion. Also, the skin of the device pocket appearing red, swollen, and discharged. The pacemaker was visible from the opened incision site of the implanted device pocket. The physician explanted the entire pacemaker system due to infection and erosion. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.